Event description:
Pt underwent transjugular intrahepatic portosystemic shunt (tips) placement, thrombolysis and angioplasty and stenting using rosch-uchida transjugular liver access set. Foreign body (6 cm length of catheter) noted in right ventricle approximately 4 months later. Successfully removed. Extensive review determined foreign body was a portion of the soft introducer used during the tips procedure.